Event description:
It was reported that the ICU, the clinician met with difficulty when trying to remove our swg from a medcomp shile hemodialysis catheter. Our kit components were being used with the competitor's catheter. As a result, the swg began to unravel. Both the swg and catheter were removed as one. A right femoral hematoma developed immediately after removal. A new kit was opened. A delay was reported, however, there were no add'l complications to the pt as a result of the delay. It was confirmed that the swg was removed in it's entirety and the only complication to the pt was a hematoma. See MDR # 1036844-2012-00305 for the next event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.